Event description:
The customer reported that the device¿s pressure sensor zeroing failed. It was reported that the device was in use at the time of the event. There was no patient or user harmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The service engineer reported that the issue was found while testing, there was no patient involved. No patient or user harm reported. The service engineer (se) checked the equipment, and reported that the pressure sensor automatic calibration 0 points failed. The se reinstalled the da panel to resolve the issue. The device was then returned to service.